Event description:
The plaintiff's attorney alleged that the pt experienced sudden death shortly after completion of dialysis treatment. It was reported that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.